Event description:
It was reported that this implantable pulse generator (pacemaker) recorded a ventricular tachycardia due to what appeared to be electromagnetic interference oversensing, as the signals were seen in both the atrial and ventricular channel. As the patient is therapy dependent, over 12 seconds of pacing inhibition and asystole were likely experienced. This pacemaker remains in service and no additional adverse patient effects were reported.